Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies for about two weeks. Current sensor reading was 60 mg/dl and current blood glucose was 140 mg/dl. The customer stated that she had low blood glucose of 45 mg/dl and the sensor did not alert her. Customer stated she might have gone low due to giving too much insulin for meal. Customer treated the low by eating.